Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Additional information: the patient had an additional pericardiocentesis (total drainage 2.9l) with a transfusion and surgery at the perforation site. The patient was stable after surgery.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, a tamponade occurred. The patient became hypotensive and the ablation catheter was found outside of the geometry. An echocardiogram confirmed a tamponade. A pericardiocentesis was performed which stabilized the patient.